Event description:
Battery change patient pocket infection. Resolved without removal of gastric stimulator.

Manufacturer narrative:
Patient presented with a pocket infection. Provider opened up the pocket on (B)(6) 2026, cleaned out the infected wound, used an antibiotic wash and vancomyicin powder, and closed the pocket back up. The patient did not want the stimulator removed, as they have been experiencing relief of gastroparesis symptoms. Infection was not related to the device, but rather the patient picking at their wound, based on physical evidence.